Manufacturer narrative:
During follow-up, the patient said she has never had any problem, defect, or malfunction with the f14nc products and has been using them for many years.

Event description:
Intermittent catheter patient (user) said she acquired a urinary tract infection (uti) about 3 months ago. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and recovered.